Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s incident blood glucose level was 600 mg/dl. The customer experienced different blood glucose level of 300 mg/dl, 400 mg/dl, 413 mg/dl, 385 mg/dl. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.